Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11 corrected field: h6 (health effect ¿ clinical code, health effect ¿ impact codes) a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that the monitor turned off and the message 'the counterpulsation device may need maintenance' appeared. The fse performed functional tests, cleaned the fan on the video card, reset the codes, and functionally tested the unit with a simulator. Operational tests were performed with positive outcome.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off.